Event description:
A resident was using the wire. The wire was inserted through the needle and the needle was taken out and a dilator was then put over the wire. When removing the wire from the patient, the wire started to unravel. The resident removed the wire and it was noted that part of the wire remained in the patient. An attending physician then had to remove the separated part of the wire that remained in the patient.

Manufacturer narrative:
Evaluation: the customer returned the complaint device in an opened, used and damaged condition. A visual examination has confirmed that the distal solder connection has separated from the mandril wire, thus allowing the coil to become extremely elongated. Unfortunately, at this time we are unable to determine with certainty how/when this incident may have occurred. However, since this guide is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport, it is feasible to suggest the device has met with resistance beyond its intended capabilities. This type of damage may also occur if the wire guide comes into contact with the bevel of the needle during the initial placement. We do advise our label that withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage. Nevertheless, the appropriate personnel have been notified.